Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report, device logs and attached photo. The o2 gas module was found defective and was replaced. No parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).